Event description:
A physician reported that while treating a patient on 15 march 1999, the syringe cracked, and the collagen material splattered. The pateint and the physician were splattered with the material, but not in the eyes, and there was no injury to the patient or the staff. The "adg" needle did not disengage from the syringe. The treatment was completed with another syringe without further incident. No medical or surgical intervention was required.